Manufacturer narrative:
Investigation of returned suspect mvs interface (umbilical) cable confirmed the event was caused by an electrical failure. The cable failed bench level testing, continuity test passed. The 100t test passed. The gbit test failed, showed opens between lines 1 and 2. Cable passed visual inspection.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) was failing to connect to the image acquisition system (ias). The umbilical cable was replaced and the issue was resolved. The cable has been received by the manufacturer for evaluation, although analysis has not yet been completed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a procedure, the imaging system entered standalone mode and could not be used. It was reported that the image acquisition system (ias) displayed green (ready) status for motion, x-ray, and connection to the mobile view station (mvs), but then lost connection and entered standalone mode. The system was rebooted, which took an extended period of time, and communication was reestablished. However, the use of the imaging system was discontinued, and the procedure was completed using a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.